Event description:
A customer's wife reported that her husband's adc glucose meter had a blank screen, and that the meter was reading incorrectly. She reported the meter had a blank screen at 11:15pm, but also stated that she took her husband's blood sugar and it was 140 mg/dl before dinner, and after dinner, two hours later, it was 170 mg/dl (times not specified). The caller stated she "looked at her husband and he did not look well, eyes sunk into head." The caller further reported her husband experienced symptoms described as "eyes looked sunken, slurred speech, looked as if he was going to pass out, could not stand", and that he subsequently experienced a loss of consciousness and seizure. At 11:30pm, the caller drove her husband to the hospital, where he was diagnosed with hypoglycemia and treated with intravenous glucose. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. Several attempts were made to follow-up with the caller for clarification of the product issue(s), but she was unable to provide additional information concerning the product issue(s) related to the medical event. (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (45001f694) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.